Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. The rep replaced both f11 & f12 fuses and performed a system check out. The imaging system then passed the system checkout and was found to be fully functional. No parts were returned for evaluation.

Event description:
A biomed representative reported that the mobile view station (mvs) would not boot up. There was no line power light on the front of the system. He reported that the power cord appeared to be in good shape and the system was plugged into a valid outlet. This was reported outside of surgery with no patient present.